Event description:
This lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2014 due to oversensing and noise with no pacing inhibition. The physician was dr. (B)(6) at (B)(6) clinic and hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).